Event description:
The customer originally returned his olympus evis exera ii duodenovideoscope due to the unit having broken tie rods. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing and foreign material was noted inside the light guide lens. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing. There was foreign material discovered in the inside of the light guide lens as well as the distal end. Additionally, the water tightness was lost at the forceps elevator. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material not being removed since the reprocessing was not conducted properly due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.